Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2025.

Event description:
It was reported that the patient lost weight and the implantable pulse generator (ipg) became more superficial and moved medial towards the spine. In turn, the patient experienced pain and discomfort at the ipg site and was administered with topical lidocaine patches and cream. The patient underwent a revision procedure wherein the ipg was replaced and was moved laterally to a new pocket. The patient was doing well postoperatively, and the explanted device was discarded by the medical facility. No device malfunction was suspected.